Manufacturer narrative:
Excessive liposuction and laser energy delivery during laser assisted liposuction. The report was submitted on 13.7.2022 in the test mode, and on 20.7.2023 it was resubmitted in the production mode.

Event description:
It was reported that the patient had experienced prolonged healing process and bruise in the inner legs a year after lipo procedure.